Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was returned, and it was observed that the core wire was detached/separated approximately at 3.9cm. Also, the coil wire was unraveled due the detachment of the core wire. The length of the rest of the guidewire is approximately 256.6cm. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 02nov2022. An amplatz super stiff guidewire was received with no issues reported. However, returned device analysis revealed core wire detached/separated.